Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Radiographs were provided and reviewed by a radiologist. The review identified that there is a long-stem femoral implant right hip arthroplasty which is dislocated. Greater trochanteric plate and cerclage wire fixation is intact. Plate, wire, and screw fixation of the femur is intact. There is no acute fracture. No other anatomical or implant failures are identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: arcos 15x250mm intlkng dist; item# 11-301915; lot# 66364234. Arcos distal screw ti 5x40mm m; item# 166068; lot# 7557591. Arcos con sz c std 60mm; item# 11-301303; lot# 66210543. Unknown liner; item# unknown; lot# unknown. G2 - foreign: australia. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 2 months after the initial implantation, the patient was revised due to a dislocation. Due diligence is in progress for this complaint; to date no additional information or product has been received.